Manufacturer narrative:
Other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the consumer¿s body rejected their implant and they were in a lot of pain so they had it removed on (B)(6) 2017. Due to no longer having the system the consumer wanted to donate their external equipment. No further complications were anticipated.